Manufacturer narrative:
(B)(6). Neither device nor applicable imaging studies available for evaluation. Hence, it is difficult to draw any conclusion.

Event description:
It was reported that patient underwent cervical posterior fusion for c6 fracture dislocations at c5-c7 levels. The next day, post-op, the patient complained of pain because the reduction for the c6 fracture dislocations was inadequate. A revision surgery will be performed for the reduction again.